Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 457 mg/dl due to insulin not coming out. Customer treated for high blood glucose with insulin pump. Customer also reported that the automode feature was not in use at the time of the event. Insulin pump will not be returned for analysis.